Event description:
Facility was notified that a patient was being fed a protein liqiid, brand name of jevity, whcih curdled (seperated) and formed lumps that became lodged in the patient's gastrostomy tube (feeding tube). The patient was brought to the hospital and the gastrostomy tube was replaced. Manufacturer has been notified and they are testing and evaluating the productinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.